Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cs300 intra-aortic balloon pump (iabp) an inflation failure occurred. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional fields: e1(event site postal code:(B)(6)), contact person phone number: (B)(6). Getinge field service engineer (fse) found according to the test data, it is determined that the equipment valve group is leaking, and the valve assembly needs to be replaced. After the replacement, the test data can be used only after meeting the factory requirements. Replace the spare parts. After the replacement of drive manifold, perform a functional test on the equipment according to the factory's specified requirements. After the test, the parameters of the equipment meet the factory requirements and are delivered for use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4.

Event description:
N/a.